Manufacturer narrative:
The device associated with this report was not returned. Provided photo of the reported device was unable to confirm the event. A complaint database search on the provided product code identified similar reports. Previous similar investigations attributed the root cause to product wear out or user technique. The investigation could not verify or identify any product contribution to the reported event with the information provided as the reported device was not returned for evaluation. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The clamp was too stiff to unlock by hand.

Manufacturer narrative:
Device available for evaluation: the investigation has been reopened due to receiving product for evaluation. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Examination and functional testing of the returned device was unable to confirm the reported functional concern. The returned patella clamp was functionally tested with a depuy retained patella implant and found to release as design intended. The investigations notes the design of the instrument requires the handle to be compressed after the release lever is positioned in "unlock" to release the handle from the closed position. The device exhibits wear indicating moderate to heavy usage. The investigation did not find any evidence of product failure. No evidence was found indicating product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.